Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g01003. The complaint investigation for false reactive hbsag qualitative ii results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and returns testing for 1 sample, which did not replicate the customers observation of a falsely confirmed positive hbsag result. Testing of a panel was performed using a retained kit of list 8p11, lot 22378fn00, which mimics a patient sample. All specifications were met indicating that lot 22378fn00 is performing acceptably. The trending report review determined that there are no trends for the product for the complaint issue. When returned patient sample sid (B)(6) was tested in house the confirmed positive result was not repeated. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer 's observation. A review of labeling was performed - the alinity I hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Or diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on the investigation, no malfunction, systemic issue, or deficiency of the alinity I hbsag qualitative ii reagent, lot 22378fn00, was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21.

Event description:
The customer observed (B)(6) alinity I hbsag qualitative ii confirmatory results on two (B)(6) donor samples from alinity s processing module. The results provided were: first patient on architect: on (B)(6) 2021, sid (B)(6), architect hbsag confirmatory (B)(6). Manually diluted results = (B)(6). First patient on alinity: on (B)(6) 2021, sid (B)(6), auto diluted 1:500 (B)(6). Second patient on architect hbsag = (B)(6). On (B)(6) 2021, sid (B)(6) =(B)(6), second patient on alinity: on (B)(6) 2021, sid (B)(6), manually diluted 1:500 (B)(6). On (B)(6) 2021, the customer thawed a tube from this same donor from the serum bank and processed it on the architect and alinity I. The results were: architect = (B)(6). (Reference ticket (B)(4) for medical decision). There was no reported impact to patient management.